Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on july 15, 2022.

Manufacturer narrative:
This report is submitted on may 23, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to loss of connection. The patient was reimplanted with a new cochlear device during the same surgery.